Event description:
When putting patient's head in mayfield, the swivel adapter did not hold. Surgeon supported the head until adapter was changed. At the end of the case, base unit slipped about 1/2 inch. No injury to patient. Entire unit removed from use.the washers have been slipping on these devices and the company representative has tried replacing these, but they continue to slip.